Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced intermittent shocking. Environmental/external/patient factors that may have led or contributed to the issue were not known. Interrogation was done and impedances were all within range; the device parameters were initially decreased, then the device was turned off until surgical intervention could occur. It was noted that the pocket would be explored and the device possibly changed out to a new one. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.